Event description:
Description of event according to initial reporter: subject is a (B)(6) male enrolled into preserve on (B)(6) 2019 for a contraindication to anticoagulation due to upcoming surgery. He has a history of resolved rle dct in the femoral/popliteal but no current vte. He is hypertensive and has a current malignancy. A gunther-tulip ivc filter placed on (B)(6) 2018 and he was discharged from hospital the same day. On (B)(6) 2018 a right femoral dvt was observed on ultrasound which resolved with anticoagulation treatment. Pi assessed as serious and possibly related to the filter or procedure. Patient outcome: event was reported to have resolved without sequelae on (B)(6) 2018.